Event description:
Intended use. The nuclisens® easymag® system is an in vitro diagnostic medical device and is intended for the automated isolation (purification and concentration) of total nucleic acids (rna/dna) from biological specimens. For in vitro diagnostic applications, the nuclisens® easymag® platform is intended to be used in clinical laboratories only. Issue description. On (B)(6) 2025, a customer from the united states notified biomérieux of obtaining liquid level sensor errors when extracting patient samples with easymag instrument ref. (B)(6), serial number: (B)(6) leading to delayed results. While performing a nucleic acid extraction with 14 samples, the customer obtained several error messages: w4418, w4417, w4416, 24415 and w2214. The customer observed a dripping in the cassette one after the run stopped at the silica stage. The customer performed all the cleaning and maintenance protocols the same day in order to avoid risk of contamination and then shut down the instrument. The following morning, the customer cleaned the instrument and performed the cleaning protocols again. The customer performed a full water run after which he ran the specimens left from the day before. Therefore, the customer noticed a delay of 24 hours. The customer did have to re-extract the samples again as the failed run was aborted mid-run. The customer did not specify the number of patients impacted. The customer reported that there was no patient harm or incorrect treatment due to the referenced issue. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
The MDR guidance, "medical device reporting for manufacturers, issued november 8, 2016", section 2.15, establishes that once a malfunction has caused or contributed to a death or serious injury, a presumption that the malfunction is likely to cause or contribute to a death or serious injury has been established. Biomérieux has performed a review and analysis of the MDR submissions, specific to the biomérieux nuclisens® easymag®, emag®, and nuclisens® easymag® accessory products. The review included mdrs submitted to the FDA from 01-jan-2024 to 07-jan-2026. Based upon our review and analysis of biomérieux nuclisens® easymag®, emag®, and nuclisens® easymag® accessory products MDR submissions, there have been no customer claims of death or serious injury in the past two (2) years. Each has been investigated or is currently undergoing investigation, and any issues have been addressed by the manufacturing site. With the completion of our MDR data analysis, we have updated our MDR criteria for nuclisens® easymag®, emag®, and nuclisens® easymag® accessory products. Malfunction events for delayed results >/= 24 hours will no longer be reported for all nuclisens® easymag®, emag®, and nuclisens® easymag® accessory products (product codes: jjh, ppm) as these events are not "likely to cause or contribute to a death or serious injury" if they were to recur. Moving forward, if we become aware of a death or serious injury event related to a delayed result with nuclisens® easymag®, emag®, or any nuclisens® easymag® accessory product, we will report that event to the FDA per the FDA MDR guidance and update our MDR criteria to include reporting the specific associated malfunction as required by the MDR guidance. To be noted, the investigation for this current reported malfunction (9615037-2026-00001) is ongoing. We will submit the results of that investigation once completed in addition to this notice of our decision to cease reporting.

Manufacturer narrative:
An internal investigation was performed following a notification from a customer from the united states who obtained liquid level sensor errors when extracting patient samples with easymag instrument ref. 200111, serial number: (B)(6), leading to delayed results. The customer reported run abortion and leakage inside the system, following lls issue 44xx that corresponds to too much liquid detected in the well after aspiration step was performed. A field service engineer (fse) visited the customer site and replaced the aspirator nozzles and aspiration valves. The error did not occur again following fse interventions. No defective part was returned for further investigation. The root cause of the problem was due to a defective component of the aspiration chain. Indeed, from the logs analysis, the investigation determined that the problem was occurring at the first aspiration step; no liquid has been aspirated. Due to the age of easymag instrument s/n (B)(6), the problem is inside the normal failure rate of these components. In conclusion, the investigation confirmed that the root cause of the reported issue was linked to a malfunction of the aspiration valve system exacerbated by the age of the instrument components and the encountered problem is inside the normal failure rate of the involved components. As stated in our previous emdr submission medwatch # 9615037-2026-00001-01: the MDR guidance, "medical device reporting for manufacturers, issued november 8, 2016", section 2.15, establishes that once a malfunction has caused or contributed to a death or serious injury, a presumption that the malfunction is likely to cause or contribute to a death or serious injury has been established. Biomérieux has performed a review and analysis of the MDR submissions, specific to the biomérieux nuclisens® easymag®, emag®, and nuclisens® easymag® accessory products. The review included mdrs submitted to the FDA from 01-jan-2024 to 07-jan-2026. Based upon our review and analysis of biomérieux nuclisens® easymag®, emag®, and nuclisens® easymag® accessory products MDR submissions, there have been no customer claims of death or serious injury in the past two (2) years. Each has been investigated or is currently undergoing investigation, and any issues have been addressed by the manufacturing site. With the completion of our MDR data analysis, we have updated our MDR criteria for nuclisens® easymag®, emag®, and nuclisens® easymag® accessory products. Malfunction events for delayed results >/= 24 hours will no longer be reported for all nuclisens® easymag®, emag®, and nuclisens® easymag® accessory products (product codes: jjh, ppm) as these events are not "likely to cause or contribute to a death or serious injury" if they were to recur. Moving forward, if we become aware of a death or serious injury event related to a delayed result with nuclisens® easymag®, emag®, or any nuclisens® easymag® accessory product, we will report that event to the FDA per the FDA MDR guidance and update our MDR criteria to include reporting the specific associated malfunction as required by the MDR guidance.